Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode of nadir 55 mg/dl blood glucose (bg) at 4am. Per the reports, the user had a high a couple hours prior which was treated by the ilet. Doses may have stacked due to the extended previous high. The user did not eat or do anything before bed. She experienced fatigue but did not require outside assistance. The user treated the low with starburst, fruit roll up, and lemonade. The user was advised and agreed to further training.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.